Event description:
Information was received that the rod did not fully achieve the desired distraction increments during lengthening sessions. The device was removed for final fusion. Additionally, it was reported that there was organic matter buildup around the rod and tissue discoloration. No patient adverse reaction or impact was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Upon return, visual inspection of the rod revealed that it was partially distracted with score marks consistent with expected markings due to incremental distraction. Inspection also revealed there was no visible "cellulose buildup" to confirm the reported issue. X-ray images of the internal components showed no damage and revealed the rod was partly distracted. Functional testing revealed the rod was unable to be distracted or retracted with the manual distractor or electronic remote controller (erc) as the rod was found to be jammed. To complete a thorough inspection, the rod was sectioned and debris buildup was found around the distraction rod. It was also determined that the rod could not be separated from the housing tube without use of high force. This indicates bending forces were applied to the distraction rod causing it to contact the housing, possibly from patient activity. Review of the device history records revealed no discrepancies related to this complaint. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
No additional information was provided.